Event description:
It was reported that crosstalk was noted on the lead which lead to oversensing and inappropriate high voltage therapy. Lead impedance was around 200 ohms and r waves were less than 2 mv. A chest x-ray on (B) (6) 2010 showed that the atrium was enlarged. The patient had congestive heart failure. The lead was capped on (B) (6) 2010 and a chronic lead was uncapped and reconnected to the implantable cardioverter defibrillator.